Manufacturer narrative:
The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. One custom made tracheostomy tube was received for device evaluation. Visual inspection with the unaided eye did not reveal any discrepancies or anomalies. Functional testing was performed using a standard syringe to inflate the cuff with 15 ml water. The cuff slightly inflated, and a stream of water came from the cuff. Visual inspection using magnification found a small cut on the cuf, which appeared to have resulted from the device coming into contact with something sharp (i.e. Cartilage, cleaning implement, fingernail, etc.). Since this was not an out of box failure, it is unlikely that the cut occurred during the manufacturing process. The instruction for use states the following under warnings and cautions: "guard against product damage by avoiding contact with sharp edges. During reprocessing, aggressive scrubbing of the tube or use of hard bristled brushes or sharp wire mounted swabs may damage the surface of the tube".

Event description:
It was reported that during use of this custom made tracheostomy tube, a pin hole was observed at the cuff, and water began leaking. No adverse patient effects were reported.